Manufacturer narrative:
Sections d1, d2a, d2b, d4, g1 and g4 were updated. The field service engineer found misaligned reagent needles and a low gear pump pressure. He aligned the needles and adjusted the gear pump pressure. No further issues were reported afterward. The root cause was consistent with misaligned reagent needles and a low gear pump pressure (component failure).

Manufacturer narrative:
The c501 module serial number was (B)(6). Calibration and qc were acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with bilirubin total gen.3 (bilt3) assay on a cobas 6000 c501 module. Initial result: 24.87 mg/dl. The physician questioned the initial result as it was inconsistent with another result obtained from the physician's poc device. The sample was then repeated. Repeat result: 16.36 mg/dl.